Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. Prior to the event of death, the patient was hospitalized for an unrelated event; however, it was not reported if the patient was hospitalized at the time of death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured on an unspecified date in 1994. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully performed. A short simulated therapy was successfully performed. The device passed all check and calibration tests successfully. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.